Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedances measuring greater than 2000 ohms on the right ventricular (rv) lead. Subsequently, this pacemaker and lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedances measuring greater than 2000 ohms on the right ventricular (rv) lead. Subsequently, this pacemaker and lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.